Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter or test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up calls for knowing customer's condition; customer reported the symptoms still remains; customer was at the primary doctor customer diagnosed with an infection, the doctor prescribed an antibiotic for infection treatment and recommend does not go to the hospital. When comparing meter test results manufacturer does not recommend compare test result meter to meter. The blood test result is accurate 20% compare only with laboratory results within 30 minutes after lab test done.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison using truemetrix air of 185 mg/dl and dr.'s device of 258 mg/dl. The customer's expected fasting blood glucose test result range is 119-129 mg/dl. The customer does not feel well and reported symptoms of light headed, can't stand steady, blurry vision, feeling tired, kidney pain and lower back pain. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:185mg/dl.